Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
Tit was reported from (B)(6) that during service and evaluation, it was determined that the motor of the electric pen drive device (epd) seized, jammed, and was moving heavily. It was noted that the device was not working during pre -test assessment. It was further determined that the device failed pretest for check function with foot pedal, check function with test hand switch, and check function and direction of rotation. It was noted in the service order that the device could not be charged and the handpiece was faulty. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.